Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and there was tissue present on helix.